Event description:
The customer reported that they are getting a red x along with a chirping sound. There is no further info provided. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.